Event description:
It was reported that the device's speaker was not working. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was returned for repair with complaint that the device's speaker was not working. Previous repair was completed on 20-dec-2024 for cracked battery compartment. Based on the review of complaints, it was determined that the previous repair is not related to the current complaint. Review of event history found no related alarms. Visual/functional testing was performed. The complaint of speaker not working was confirmed through functional testing. Device audible alarm volume was too low. Replaced printed wiring assembly (pwa). Upon further investigation, found downstream occlusion (dso) seal delamination. Replaced dso seal. Performed dso calibration. Device passed all testing criteria post repair.